Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the tissue pad was worn and partly peeled off. There was a trace of contact with the probe on the non-insulated part. The probe had traces of contact with non-insulated parts. When tested with olympus test devices usg-400, esg-400, and td-tb400 by performing a probe check, there was no abnormality. Seal short circuit error (error code: u511) occurred when the gripper was closed and output was in seal mode. Since the tissue pad wears out when the seal and cut output is used, the seal output is used for confirmation. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the distributor, during a therapeutic laparoscopic partial hepatectomy, after approximately 30 minutes of use, the device tissue pad was largely peeled off during output by the doctor. Prior to this, there were several instances of false vibrations; however, the false vibrations had not led to device damage. A u504 probe damage error message was received for the device. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient. The functional mode at the time of the event was seal and cut 2, seal 1. The intelligent tissue monitoring (itm) setting were on during the procedure. The device was inspected prior to use with no anomaly noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The grasping section was closed without grasping anything while the output was activated in seal & cut mode. (This includes after tissue resection) this might have caused the tissue pad to wear out and peeled off partially. 2 since the tissue pad peeled off, the non-insulated area came into contact with the distal end of the probe. Also, this caused a contact mark. 3. A force to activate the output in seal & cut mode, or a force to grasp tissue might have been applied to the probe causing an error (probe damage error u504). The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.